Event description:
It was reported that the patient had his inflatable penile prosthesis (ipp) implanted on (B)(6) 2020 and upon 6 week visit to the dr. The pump would not inflate. The pump was removed and replaced. No patient complications were reported in relation to this event.